Event description:
Explanting physician reported a right side rupture and seroma. Device has been removed. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening on the radius, underweight and a crease fold. A microscopic analysis was performed which identified, one opening crease sharp on radius and wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on radius due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Explanting physician reported a right side rupture and seroma. Device has been removed. This record relates to the right side.